Event description:
On (B)(6) 2013, customer reports via phone that staff were performing a CT chest for pulmonary embolism on (B)(6) male, when approximately 80ml of optiray 350 contrast media infiltrated. IV access was the left forearm with a 20 gauge angiocath. Injection protocol was 4ml/sec for volume of 95ml. Hospital protocol for infiltrations were followed by typing to aspirate the infiltration, removing the IV, and applying ice to the site. No reported injury. On (B)(6): customer reports to covidien drug safety, pt experienced swelling of the left forearm. Pt was treated with cold compresses, sent to the ER and released the same day. Customer could not say if the pt recovered. Outcome unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.